Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that technical services (ts) analysis of an episode recorded by this pacemaker was requested by the health care professional (hcp). In the event, device-triggered supraventricular tachycardia (svt) is marked as vt due to atrial sensed beats falling into blanking. Programming options were discussed in order to avoid future pacing-induced vt episodes for this patient. No additional adverse patient effects were reported. This product remains in service.

Event description:
It was reported that technical services (ts) analysis of an episode recorded by this pacemaker was requested by the health care professional (hcp). In the event, device-triggered supraventricular tachycardia (svt) is marked as vt due to atrial sensed beats falling into blanking. Programming options were discussed in order to avoid future pacing-induced vt episodes for this patient. No additional adverse patient effects were reported. This product remains in service.